Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringes with needles luer slip there was an issue with an extra needle glued on the outside.

Manufacturer narrative:
Investigation summary: the batch history (DHR) analysis, maintenance records and quality notifications were performed and one maintenance occurrence were found for this batch. Customer sent sample and picture for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. We inform that in the manufacturing process there are measures to avoid this failure mode, in the packaging process and according to the control plan, there are visual inspection activity of needle each 02 hours in sample size of 40 pieces. In the same way and during the assembly process, the visual inspection activity of needle every 02 hours in sample size of 50 pieces. Each machine related has one vision system for inspecting the all needles during process. In addition we emphasize that quality inspectors collect samples of the process for evaluation of product quality, and if any product in non-conformance is found a quality notification is issued, the batch is locked for final analysis and decision. The epoxy nozzle applied the resin that glues this cannula in the hub, and the resin also fixed the extra cannula in the hub side. As the vision system checks the right cannula in the right position, it is not able to check the extra cannula, this non-conformity needle was not refused. The indicators of production versus quality are monitored so that this mode of failure can be measured and having its rate and trend.

Event description:
It was reported with the use of the bd¿ syringes with needles luer slip there was an issue with an extra needle glued on the outside.